Event description:
It was reported that review of the electrocardiograms revealed that a single instance of loss of capture was observed on the left ventricular lead. The patient would continue to be monitored. No intervention or patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.